Event description:
It was reported that the centrimag alarmed, and the console display was dark. The console was shown on the connected centrimag moniter. At the time of the alarm strange noises were heard from the drive, similar to pump not sitting correctly in the drive. The position of the pump was checked, and the pump was correctly inserted and locked with the knurled screw. The uptime of the system at the time of the alarm was 134.5 hours. At 6:43 a.m. The pump was switched to the backup console. The patient was not harmed.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Corrected data: section d5: operator of device corrected. Section g4: PMA/510(k) # corrected. Section a: patient information was not provided. Section g4: it is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported events of atypical alarms occurring alongside the centrimag equipment not functioning as intended were confirmed via the log file. The system was observed to be operating around the set speed of ~3700 rpm / 3.0 lpm on the reported event date of 20mar2025. The log file captured an s3: system fault alarm on (B)(6) 2025 which correlated to an ¿ifd shutdown¿ sub-fault. As a result of this sub-fault, the system¿s speed decreased and was unable to be increased, and the flow reading became blank, displaying at 0 lpm. M5: set speed not reached and m4: motor alarms also became active at this time due to the sub-fault. These observations persisted until the console was power cycled on the same date after the pump had been intentionally stopped. After the console had been power cycled, the speed was able to be set as intended, the flow values were restored, and no further atypical alarms occurred. The returned centrimag motor (serial number (B)(6)) was functionally tested alongside a mock loop and all returned equipment, and the motor functioned as intended. Atypical events were unable to be reproduced throughout all testing. Although a noise issue with the motor was not reproduced, the sequence of events observed within the log file could cause the console¿s display to become blank and could cause the motor to produce atypical noises, consistent with the reported event. The motor was scrapped, and the root cause of the reported event was unable to be conclusively determined through this analysis. Incidental findings: kink on motor cable. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3, m5, m4, and flow-related alarms, as well as appropriate operator response to these events. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit does not operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.